Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No. Lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens, -11.00 diopter, in the patient's left eye (os) on (B)(6) 2011. The lens had a low vault, refractive surprise and lens opacity (anterior subcapsular). The surgeon is planning to explant and exchange for a longer lens. The lens remains implanted. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Corrected data: patient code: (B)(4) previous code incorrect. No induced cataract was reported. Device code: (B)(4) (implanted)-not applicable, should be under patient code. Additional data: patient code: (B)(4) secondary surgical intervention, explant and exchange. Device evaluation: lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found option torn, haptic broken, and hair on lens surface. Lens was explanted on (B)(6) 2016 and exchanged with a longer lens, date unknown. Problem was resolved. Patient's post-op uncorrected visual acuity is 20/25. (B)(4).